Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent elongation occurred. The 75% stenosed lesion being treated was located in the mildly tortuous, mildly calcified mid left anterior descending artery (lad). The lesion was not predilated. The physician implanted a 2.50x16mm promus element stent, inflated to 16 atm for 15 seconds. The physician was not satisfied with the result and used a 3.0x15mm maverick2 balloon at 16 atms for 20 seconds to post dilate the stent. While passing the balloon through the stent the physician felt a weak resistance. Before inflating the maverick2 balloon, the implanted promus element stent appeared to be longer. The stent was post dilated, inflated to 16 atm for 20 seconds. Before post-dilating the promus element stent length measured 15.8 mm, after dilating the stent measured 18.9 mm. No patient complications were reported. The stent was well apposed. Medication given included: heparin, aspisol, and nitro. Patient status reported as "stable". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)